Manufacturer narrative:
The pad-pak was first installed successfully on the 11th june 2010 and performed to specification up to the 16th august 2015. During this time a new pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however the excess current drain measured and the green status led being found to be constantly lit between flashes, would indicate a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.